Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 545 mg/dl after treating with the insulin pump. Customer stated that she noticed an air bubble in the tubing. Troubleshooting was performed and no malfunction of the insulin pump was detected. The device was not replaced or returned for analysis.